Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Bg was not addressed at the time of the report to tandem technical support. The customer was instructed to consult with healthcare provider regarding bg level.